Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as the lot number provided was not valid. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 25-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2018-00409 for the first patient. Refer to 8030647-2018-00411 for the third patient. It was reported that a customer experienced several incidents of suction catheter disconnections for patients who require high ventilatory support. There was no reported patient injury.

Event description:
During internal review, it was determined that this medwatch is a duplicate of 8030647-2018-00362. Please see 8030647-2018-00362 for all reporting on this event.

Manufacturer narrative:
Corrected data: event or problem. All information reasonably known as of 08-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).